Manufacturer narrative:
The logs were reviewed and confirmed that the device was issuing svt alarms and nibp alarms as reported. The instructions for use (IFU) claims that the nibp can be impacted by various patient conditions, including arrythmias. The customer should refer to the IFU for further information regarding patient preparation for nibp measurement. No further patient injury was reported, and the patient was discharged from the hospital. Based on the information provided, there was no device malfunction.

Event description:
It was reported that an infinity acute care system m540 monitor could not obtain blood pressure measurement on a neonatal patient. The users had to switch devices to then obtain a measurement. The administration of medication was delayed due to this issue. There was no report of adverse patient impact.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that an infinity acute care system m540 monitor could not obtain blood pressure measurement on a neonatal patient. The users had to switch devices to then obtain a measurement. The administration of medication was delayed due to this issue. There was no report of adverse patient impact.